Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had high capture threshold measurements and dropped sensing measurements. The lead was explanted and replaced. The patient was stable throughout the procedure.